Event description:
User filed medwatch report with FDA stating the following: as previously reported in the user medwatch, the fiber broke causing a burn to the surgeon's hand. No injury to the pt was reported.

Manufacturer narrative:
User suspects the fiber was already damaged and/or damaged from handling. If fiber is returned for eval, a follow-up report will be filed.